Manufacturer narrative:
Insulin pump passed displacement test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery fail test. Customer's blood glucose value was unknown. The customer stated that the contacts of battery cap are neither missing nor damaged. Troubleshooting was performed, insert new battery but, again failed battery test alarm occurred. Device will be return for analysis.